Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 168 cm., body mass index (bmi) 23.0kg/m2.

Event description:
A patient in a study underwent a da vinci-assisted colporrhaphy, colpopectopexy with mesh insert, left adnexectomy, and right salpingectomy procedure. On the same day following the procedure, the patient experienced prolonged impaired consciousness due to respiratory acidosis caused by subcutaneous carbon dioxide emphysema extending from the right to the left side of the face. The event required an unplanned admission to the intensive care unit (ICU) due to impaired alertness with intermittent airway obstruction and consequent drops in oxygen levels, as well as severe post-operative nausea and vomiting. The patient was in the ICU for one night, then was well again and was transferred to the normal ward. Two days after the index procedure, the patient was discharged home after an inconspicuous final examination. There were no reported intra-operative complications and no da vinci device malfunctions. The study investigator reported the event as mild severity, not a serious adverse event, a clavien-dindo grade I, not related to the study procedure, not related to the patient's underlying disease status, not related to the da vinci investigational device and not related to a third-party device.